Manufacturer narrative:
The device was returned to the manufacturer for analysis. The tester installed system control board in a test imaging system. The system readied and all peripherals functioned as expected. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Installed power switching board in imaging system and the system readied. 2d and 3d imaging as well as both pendants and handswitch were functional. Depressing the lift and shift button results in blinking led however the pump never engages. The hardware investigation found that reported event was related to an electrical hardware issue; faulty power switching board (pcba).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power switching board for the imaging system was replaced. However, once replaced the generator could not establish communication. The representative then replaced the system control board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board and system control board have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while onsite investigating the functionality of the lift and shift feature. The representative reported that the generator for the imaging system was not communicating. There was no patient present when this issue was identified. No additional information was provided.